Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module with drive pcb. In addition, our technician confirmed that the control body fluid damage, the junction case broken, the objective lens broken, the lcb distal cover glass broken, the remote control buttons perforated, the segment compressed (short in length), the insertion flexible tube buckled, the root brace rubber (insertion flexible tube) cracked, the angle wire play, the nozzle gluing missing, the objective gluing missing, the lcb (light carrying bundle) crushed, the operation channel (primary) leak, the remote control buttons cut, and the root brace rubber (lg control body) flared; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.